Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the power module device autoclaving malfunctioned and was damaged, the service led light was on, the indicators were red and liquid was rejected in the module, the battery cover melted, the module was autoclaved and the device had liquid damage. The device also failed pretests for check for externally cleanness and foils of liquid damage, information button & self-test, charging and checking of power module in charger, function- test, saw- test and check indicator- liquid damage. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.